Event description:
A pt services rep (psr) called while he was on his way to fit a patient with the lifevest system. The psr reported that the device would not enter programming mode. The psr was provided with a replacement monitor for the pt fitting.

Manufacturer narrative:
Device eval summary: device eval of monitor (B) (4) has been completed. The reported problem (cannot enter programming mode) has been confirmed. Service investigation determined that the cause of the inability to enter programming mode was due to a defective rear response button. The cause of the defective response button was a defective switch. The response button would not activate the system due to the defective switch. The root cause of the faulty switch operation cannot be positively identified. The device failed prior to the pt fitting and did not occur during pt use. The monitor was otherwise fully functional despite the defective response button. No adverse event resulted from the defective response button.